Event description:
It was reported that the infection preventionist states that they have had multiple complaints of foley trays without the green sheets clips and the tubing is kinking at the connection of the tubing into the bag/meter. Bd representative had asked the account to get more information as to what tray and french size of catheter and to send and correlated pictures or lot numbers. Currently waiting response from accounts.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the infection preventionist states that they have had multiple complaints of foley trays without the green sheets clips and the tubing is kinking at the connection of the tubing into the bag/meter. Bd representative had asked the account to get more information as to what tray and french size of catheter, and to send any correlated pictures or lot numbers. Currently waiting response from accounts.